Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. Although the surgeon and surgeon mentor alleged that this event may have been caused by operational error, there is insufficient information at this time to support that theory. A follow-up MDR will be submitted if additional information is obtained. A review of the system and instrument logs for the procedure date of (B)(6) 2021 has been performed and the following was observed: no relevant errors were observed during this procedure. A review of the instrument logs for the procedure date of (B)(6) 2021 has been performed by a post market surveillance specialist and the following was observed: the permanent cautery spatula (pn: 470184-13 / sn: (B)(4)) used during this procedure has not been reused in subsequent procedures and had six uses remaining. This event is being reported due to the following conclusion: the patient reportedly received blood transfusions due to the bleeding that occurred during this procedure. The procedure was converted to open to control the bleeding.

Event description:
It was initially reported that during a da vinci-assisted mediastinal mass resection that a blood vessel started bleeding. The customer reported that they think the bleeding vessel was a branch of an azygos vein. The site attempted to control the bleeding with gauze, but reported that it was not stopping and it was difficult to secure the surgical field when replacing the gauze due to the bleeding. The procedure was converted to open via thoracotomy. It was reported that the bleeding was controlled via open and the procedure was completed open. The surgeon reported that they believe this event was not caused by the da vinci system but due to the patient's high bmi and low blood oxygen levels. There was reportedly a pneumothorax which was more restricted than normal. Follow-up: on 17-august-2021, intuitive surgical inc. (Isi) contacted the the surgeon mentor of the surgeon who performed this procedure and additional information was obtained regarding this event: a branch of the azygos vein was bleeding during this event. It is unknown how much blood was lost, but it was reported that blood transfusions were administered. It was reported that this vessel began to bleed while the surrounding tissue was being dissected with a permanent cautery spatula to remove a mediastinal tumor. It was reported that this permanent cautery spatula was used to cause the bleeding event, but that the site does not believe that this instrument malfunctioned to cause the event. When asked what factors caused or contributed to this bleeding event occurring, the following answer was provided: ¿it was not due to a malfunction of the medical device, but more like an operation error. The surgeon said that he taken lightly to operation.¿ it was reported that the surgeon does not think that a da vinci system, instrument, and/or accessory malfunction occurred. It was reported that the surgeon does not think da vinci system, instrument, and/or accessory caused or contributed to the reported event. When asked why the surgeon thinks a da vinci product did not cause or contribute to the event, it was reported that the event was due to operation error and that the surgeon said that he took the operation lightly. The bleeding made it difficult to secure the surgical field so the procedure was converted to open via thoracotomy. A procedure delay of 60 minutes was reported. It was reported that it is unknown if the patient was hospitalized due to this event, if the patient experienced any post-operation complications, and what the patient¿s current status is. No photos or videos of the event are available for isi review. Follow-up: on 31-august-2021, isi contacted the surgeon of this procedure and additional information was obtained regarding this event: the surgeon reported that the cause of the bleeding was operation error.